Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this patients device was approaching elective replacement indicator (eri). In addition, noise was seen on the right atrial channel with no capture in the bipolar configuration and capture in the unipolar configuration. It was noted that the device longevity was six and a half years in 2023 and was three and a half years in 2024. Most recently the battery showed less then six months remaining. An allegation of rapid battery decrease was noted. The device was explanted. No adverse patient effects were reported. Should the device be returned analysis will be performed.

Event description:
It was reported that this patients device was approaching elective replacement indicator (eri). In addition, noise was seen on the right atrial channel with no capture in the bipolar configuration and capture in the unipolar configuration. It was noted that the device longevity was six and a half years in 2023 and was three and a half years in 2024. Most recently the battery showed less then six months remaining. An allegation of rapid battery decrease was noted. The device was explanted. No adverse patient effects were reported. Should the device be returned analysis will be performed.